Event description:
After a pelvic MRI, had intense cutaneous "recall" inflammation and tissue damage in areas directly underneath where curad bandages had previously been. No bandages were present at the time of MRI. Arm bandaid had last been worn 24 hours prior to MRI. Leg bandaid was removed 4 days prior to MRI. Area involved are where bandaid adhesive had direct contact with the skin. Arm tissue damage started 6 hours after MRI. Leg damage started 24 hours after MRI. Lesions intensely erythematous, edematous, painful, and itchy. Shape of lesions are in exact shape of previous bandaids. No MRI contrast was used. Bandages are curad basic care plastic 3/4 x 2 7/8 inches, lot number 60639702.